Event description:
It was reported that the left ventricular lead exhibited loss of capture. X-rays showed that the left ventricular lead had pulled back into the pocket. The lead was explanted and replaced on (B)(6) 2022. Patient condition was stable post-procedure.